Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The core impaction drill was sent for evaluation due to overheating. No further information was provided by the account.